Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), salpingitis ("fallopian tubes were infected"), genital haemorrhage ("abnormal bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: ra"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and blindness ("vision loss during migraines") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, c-section, abdominal pain and dysmenorrhea. Previously administered products included for prevent pregnancy: mirena from 2006 to 2010, depo provera from 2005 to 2006 and birth control pills from 2004 to 2005; for an unreported indication: general anesthesia. Concurrent conditions included dysplasia, postpartum depression, back pain, menometrorrhagia, muscle cramps and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced blindness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: anxiety"), pupils unequal ("vision/eye problems type: anascoria") and vision blurred ("vision/eye problems type: blurred vision that gets worse with migraines"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with ondansetron (zofran) and surgery (leep and laparoscopic-assisted vaginal hysterectomy within block dissection of essure,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and depression was resolving, the salpingitis, rheumatoid arthritis, systemic lupus erythematosus, blindness, female sexual dysfunction, dysmenorrhoea, fatigue, migraine, headache, nausea, anxiety, pupils unequal, vision blurred, alopecia and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, blindness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pupils unequal, rheumatoid arthritis, salpingitis, systemic lupus erythematosus, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure removal date as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: occluded bilateral fallopian tubes total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), apareunia, rheumatoid arthritis, lupus, dysmenorrhea, dyspareunia, fatigue, migraines, headaches, nausea, depression, anxiety, anisocoria, blurred vision, vision loss, hair loss, abdominal pain, salpingitis were added. Event onset date and outcome were added. Treatment drug added. Historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.